Event description:
The customer reported a speaker malfunction, there was no sound at all. The device was used for monitoring at the time of the alleged malfunction. No death or patient / user injury or harm was reported.

Manufacturer narrative:
UDI number added.